Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the mpu¿s battery holder being damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to have battery acid leakage and corrosion inside its battery holder upon arrival at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed damage. The unit¿s battery holder was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 30jun2016. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users not to damage the mpu¿s batteries and to not mix old and new battery types in the mpu, as either of these could lead to battery leakage and damage the patient and/or the mpu. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during analysis it was noted that battery acid leaked inside the battery holder of the mobile power unit.